Event description:
The user facility reported their system 1 express alarmed due to a "fill problem". Also four employees complained of a strong odor emanating from the unit. One employee reported throat irritation. The instrument present was reprocessed; no report of procedural delay or cancellation. The employees subject of the reported event did not seek medical treatment. The employee who experienced throat irritation left the room for fresh air and the reported irritation subsided.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a misaligned process tray. The misalignment prevented a lid latch from engaging when the seal inflated. Liquid leaked out of the front and caused the reported "fill problem". The technician tested the unit with a diagnostic and processing cycle and found the unit to be operating according to specification. The steris account manager will provide in-service training to the user facility on the proper use and operation of the system 1 express.